Event description:
It was reported that during a coronary drug eluting stenting treatment procedure the stent shaft broke. The target lesion was located in an unknown lesion. The physician attempted to place a 2.75 x 8 mm taxus express2 drug eluting stent, but was unable to cross a previously placed stent and a shaft break occurred. No pt complications were reported.